Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the provided picture identified the tip of the rod is fractured off. The fractured piece is not shown in any pictures. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the version guide rod broke during set up. There was no patient involvement. Attempts for additional information have been made and none provided.